Event description:
It was reported that the respiratory therapist (rt) could hear a loud steady ventilator alarm. As she entered the patient's room, the ventilator's touchscreen was black. The doctor was manually ventilating the patient. As the rt touched the touchscreen, she saw that it was in the process of rebooting. When the ventilator finished rebooting, the touchscreen was nonresponsive to touch. The patient was then placed on another ventilator. There was no reported harm to the patient. The debug logs showed that there was a momentary cpu reset, and after the momentary cpu reset, the ventilator recovered ventilation and the touchscreen was responsive to touch.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the respiratory therapist (rt) could hear a loud steady ventilator alarm. As she entered the patient''s room, the ventilator''s touchscreen was black. The doctor was manually ventilating the patient. As the rt touched the touchscreen, she saw that it was in the process of rebooting. When the ventilator finished rebooting, the touchscreen was nonresponsive to touch. The patient was then placed on another ventilator. There was no reported harm to the patient. The debug logs showed that after the cpu reset, the ventilator recovered ventilation and the touchscreen was responsive to touch.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.